Manufacturer narrative:
Affected device is noted to be non-abbvie device.

Event description:
Additional information reported the affected device is a non-abbvie device.

Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient who was injected with unknown dermal filler reported that they have experienced "malpractice and now I have serious complications (esthetics)". The patient stated "I can't even use my facial expression well, I feel like my face is exploding, I feel really sick. Because of this, I am depressed, with treatment... I can't anymore to eat, sleep, work, enjoy life. I'm very scared!" Symptoms ongoing/unresolved.